Manufacturer narrative:
Initial reporter name: (B)(6) medical center, (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product the ureteral stent was found completely broken in two.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned four photo sample noted one opened (without original packaging), bard inlay stent tri pak. Visual inspection of the first photo sample shows clear plastic bag with writing. The second photo the overview of the stent broken into two pieces. The third photo shows a close up view of the stent broken into two pieces. The four photo shows the product packaging information. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product the ureteral stent was found completely broken in two.